Event description:
Problem description: the customer reported their device failed to power up. There was no report of patient involvement. This investigation remains open.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.